Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v267751, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient's mother reported via the manufacturer representative that the interstim urinary device did not work but was still implanted .they took the patient into the health care provider (hcp) to try and show the patient's husband how to get the device to work. The patient had gotten sick and they left the device the way it was and no one had turned it off. The indication-for-use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer's family member reported the implant had not been working for 3 years (2013) so the patient was not using it.